Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device available for evaluation additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. A receiver boot test was performed and failed, due to white screen displaying intermittently. Pictures were taken. Functional tests were performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.